Event description:
It was reported that during a minimally invasive discectomy the distal portion of the bur broke off from the drill attachment while the surgeon was drilling. It was also reported that the broken piece was removed using irrigation, an x-ray confirmed there were no other fragments in the patient. It was further reported that there was a delay of five minutes as a result of this event. It was also reported that there were no adverse consequences and the procedure was completed successfully.

Manufacturer narrative:
The definitive root cause could not be determined as only a partial piece of the device was returned. The quality investigation is closed.

Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. Awaiting device return.

Event description:
It was reported that during a minimally invasive discectomy the distal portion of the bur broke off from the drill attachment while the surgeon was drilling. It was also reported that the broken piece was removed using irrigation, an x-ray confirmed there were no other fragments in the patient. It was further reported that there was a delay of five minutes as a result of this event. It was also reported that there were no adverse consequences and the procedure was completed successfully.